Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6), 2014, resulting in fixture loss. The device is not available for analysis.

Manufacturer narrative:
(B)(4). Device is not available for analysis.